Manufacturer narrative:
E1: patient city: (B)(6) patient country: germany.

Event description:
Reference number (B)(4) event occurred in germany. It was reported that the patient faced infusion set tubing detachment event while sleeping on (B)(6) 2025 with blood glucose (bg) level over 400 mg/dl and was treated with correction bolus via pump. The infusion set was in use for 24-36 hours. The insertion site was upper buttocks. The location of detachment was at the qucik release (qr) connection. No further information available.